Manufacturer narrative:
(B)(4). Investigative testing was not performed since the lot number of the causative agent was unknown. A review of the complaint data was performed and indicated that the complaint activity was normal for the issue under investigation. A review of the labeling indicated that the issue observed by the customer is adequately addressed in the product package insert. Finally, a review of scientific literature provided an explanation regarding differences between (B)(4) assays and how these differences may lead to inconsistent assay results. Customer complaints received to-date were reviewed to determine if others have experienced the issue in this complaint. Review of this data did not identify any problems. Specifically, an increase in the number of complaints related to discrepancies between assay platforms while using architect ca 19-9xr was not observed. The following information was obtained through a review of scientific literature regarding differences between ca 19-9 diagnostic assays. The architect ca19-9xr assay may not agree with other methods when testing patient samples and proficiency samples. In general, the architect ca19-9xr assay tends to exhibit higher concentration values for cancer patients than by other ca19-9 methods. However, our data has also shown that the architect ca19-9xr assay may provide lower values than other ca19-9 methods for samples toward the low concentration end of the range. Because of these differences between platforms, patients must be re-baselined when changing between assay methods during follow-up care. The differences between architect ca19-9xr and other methods are due to several key design elements regarding assay standardization and reagent configuration that have resulted in greater capture and detection of ca19-9 from human serum, reduced interference from human anti-idiotype antibodies, and lower background signal. Assay standardization: there is no internationally recognized standard for ca19-9, which can contribute to differences between assay methods. Reagent configuration: there are important differences in the reagent configuration that are believed to affect the values obtained from samples. Conjugate reagent - the primary difference with the architect ca 19-9xr assay is the use of an f(ab')2 antibody conjugate instead of a whole molecule antibody conjugate. The f(ab')2 antibody fragment lacks the fc portion of the molecule that can be the target of both heterophilic antibody interference and increased background noise due to non-specific binding with serum proteins. The decreased non-specific binding of the f(ab')2 conjugate is thought to result in a lower assay values for a sample at the low concentration end of the assay range. A second functional difference associated with the use of an f(ab')2 antibody conjugate is related to the size of the conjugate molecule. The ca 19-9 antigen is a large complex glycoprotein having multiple repeating heterogeneous antigenic determinants. The smaller size of the f(ab')2 antibody conjugate molecule results in less stearic hindrance, and allows multiple conjugate molecules to react with the multiple repeating antigenic determinants on the ca19-9 captured from the sample. This ability to bind a larger number of conjugate molecules results in an apparent increase in value for specimens that present a large number of antigenic determinants. In addition, the multiple repeating heterogeneous antigenic determinants also helps explain the large differences that may be observed between some patient samples and proficiency samples when tested by different methods. Some patients may have ca19-9 having a greater number of reactive antigenic determinants than others, and would be expected to produce higher concentration values on the architect platform than by other methods that use whole molecule antibody conjugates. The same is true for proficiency sample and external qc controls when these controls are made using pooled patient specimens because some of the units in the pool may contain ca19-9 with a high number of repeating reactive antigenic determinants. Microparticle reagent - the architect ca19-9xr microparticle reagent formulation has been optimized for ph and antibody coating concentration to maximize capture of ca19-9 onto the solid phase. The use of an acidic ph for the reaction mixture together with an increased antibody coating concentration allows more ca19-9 binding to the microparticle. Proficiency panel & external qc control considerations: the nature of the antigen used in the proficiency panel or externally supplied qc controls may contribute to differences in their concentration values across assay methods. Altered expression of antigen has been reported in pancreatic tumor cell lines with an increased expression of sialyl-lewis. If a cell line is derived from a sample that presents a large number of antigenic determinants, then the architect ca19-9xr assay can have elevated results compared to other assay methods for the reasons stated above. The architect ca 19-9 xr assay package insert contains the following information in regard to comparing methods: "warning: the concentration of (B)(4) reactive determinants obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca 19-9 assay used. If, in the course of monitoring a patient, the assay method used for determining serial (B)(4) reactive determinant levels is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored." Finally, although there is no indication of mishandling of the samples, we would like to bring to your attention the warning in the package insert which states: "(B)(4) reactive determinants are shed naturally in saliva and other body fluids. Contamination of the samples or the architect I system disposables with saliva or aerosols (e.g., as a result of sneezing) may cause falsely elevated ca 19-9 assay values. It is recommended that all elevated values should be reviewed and testing repeated as appropriate. Gloves should always be worn when handling samples, sample cups, reaction vessels, and septums. Face masks are also recommended." In regards to your inquiry of the decisional cutoff of 37 u/ml being correct, the "expected values" section of the assay package insert explains that in a study of 360 apparently healthy individuals, 94.4% of the specimens returned values of 37 u/ml or less. This is representative data and the results from individual laboratories may differ. Individual laboratories should establish ranges based on their laboratory and patient population. Finally, the "summary and explanation of test" section of the assay package insert explains that increased serum ca 19-9 values have been observed in patients with (B)(6) and in nonmalignant conditions such as (B)(6), cirrhosis, pancreatitis, and other gatrointestinal disease. Elevated levels have also been observed in patients with cystic fibrosis. Based on the results of this investigation, a deficiency was not identified and it is concluded that the architect ca 19-9xr assay is currently meeting its safety, effectiveness and label claims. The literature review of ca 19-9 assay differences provided additional evidence that this assay is performing as intended. No additional issues were identified during this investigation, and no further investigation is required. This is the final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A complaint was registered upon the request of the country regulatory authority afssaps stating that a review of the national quality control data indicated a systematic difference in results was observed between results generated using the architect assay compared to results reported using other techniques on the market for this assay. An example of control data was provided: the mean result of the architect ca method was 59 and the mean of the results of the other methods/techniques was 23 with a range from 20 to 33 (units of measure not provided but assumed to be u/ml). Afssaps questioned if the decisional cut-off value of 37 is correct for the architect ca assay. It was also mentioned that the result differences between architect and other methods/techniques is causing a problem for patients that have to have their ca assay run in different laboratories using various techniques. It was stated that the architect value could be pathological and the other techniques could show a normal value. Afssaps is requesting an explanation regarding these value differences that do not satisfy the data included in the architect ca package insert/labeling. No patient specific data was provided. No adverse impact to patient management was reported due to this issue.